Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced chest pain. Pericardial effusion was confirmed via ultrasound. Atrial lead perforation was revealed via x-ray. Pericardial drainage was performed and the lead was repositioned the next day. The patient was stable.